Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned next day after the implant as this lead was sensing the atrium and pace inhibition was noted. The lead was successfully repositioned and remains implanted. No adverse patient effects were reported.